Event description:
A customer reported that the system turned itself off during a surgical procedure. Patient impact is unknown at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. A review of complaints for the last 24 months did not indicate any additional related reports for systems of this kind. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively.(B)(4)